Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a "crack" was heard after using the bd insyte¿ autoguard¿ bc shielded IV catheter to inject contrast medium, and leakage occurred from the catheter adapter connection during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "soon after started injecting contrast medium, it sounded "crack" and contrast medium leaked from the connection of catheter adapter."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly. In addition, three photographs were submitted which displayed the catheter adapter assembly, the luer end of the adapter, and the catheter adapter assembly showing the engaged septum. Damage was not observed to the catheter tubing or adapter. Based on the verbatim in the report, the septum was working, and a connection was made prior to the leakage which would engage the septum. A leak test was performed where leakage was not observed. There was no cracking noise heard with the testing. The defect as stated in the report was not confirmed based on evaluation of the returned unit. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review could not be performed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a "crack" was heard after using the bd insyte¿ autoguard¿ bc shielded IV catheter to inject contrast medium, and leakage occurred from the catheter adapter connection during use. The following information was provided by the initial reporter, translated from japanese to english: "soon after started injecting contrast medium, it sounded "crack" and contrast medium leaked from the connection of catheter adapter."